Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip; similar to device under 510(k) k090140; (B)(4). Summary of investigational findings: investigation of returned device showed that introducer, filter and long dilator was returned. No introducer sheath returned. Filter is symmetrical and shows no signs of not being manufactured according to specifications. Grasping hook is straightened, most likely due to excessive forces used to pull the filter when filter penetrated sheath due to tortous anatomy as described in physician report. Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force because of tortuous anatomy. If the filter is advanced through a kinked/severely curved sheath, the filter legs may be prone to exceed the sheath wall. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted the sheath from the left jugular vein. He had trouble advancement of the filter delivery catheter due to tortuous anatomy and the filter suddenly detached early in the sheath. He removed whole system and replaced it with femoral approach model and the filter was placed without problem. Patient outcome: the patient did not experience any adverse effects due to this occurrence.